Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband went to emergency room and get hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the over 600 mg/dl at the time of hospitalization. Customer had symptoms such as exhausted, feeling chilly and vomiting. Customer was treated with insulin drip. Customer' other blood glucose levels were 450, 500, 636 and 900 to 1000 mg/dl before going to emergency room. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with programming insulin pump. Customer stated that the it was not stop beeping and not able to get it stop. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08620 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).